Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pm64, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient¿s stimulation was not working. The patient had a loss of therapeutic effect and the therapy worked for 2 nights and since then had not. The patient contacted their health care provider (hcp) yesterday and their hcp called the manufacturer representative. The manufacturer representative called the patient back today and instructed them to call the manufacturer. The patient wanted to increase the settings and make it stronger. The patient used the antenna with their patient programmer and was on program 2 at 1.9v. The patient increased to 2.4v and would have another appointment with their hcp in 6 days. It was further reported that there was a 50 percent or greater symptom reduction. Reprogramming was needed. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment. It was later reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had appointments between (B)(6) 2015.